Event description:
It was reported that catheter fractured at 2.5 cm. Noted when the PICC was being flushed. PICC placed september 4th for vesicant chemotherapy. Not trimmed and placed at 16cm to skin. Anchored with a 4 fr securacath. No harm to patient except delay in treatment and line removed and another needs to be placed for chemotherapy treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.